Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. Per medical review - reportedly, intraoperative lens exchange was performed to address lens damage (tear) noted during insertion. Incision was not enlarged and no other tissue damage was reported. Another lens of same model was successfully implanted. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015, the cause of the event (lens tear) was unknown and there was no injury to the patient. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: 15.00 se/2.0. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found one whole haptic and pieces optic and other haptic are torn off and missing. The lens was returned dry. There was evidence of dark color residue on lens surface. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a aa4203tl 15.0 se/2.0 diopter silicone single piece lens with toric optic in the patient's left eye. The lens tore while injecting into the eye. The lens was removed without enlarging the incision. A backup lens, same model and diopter size was implanted and no suture was required. There was no patient injury. The lens was loaded by the tech. Cause of lens tear is unknown.